Manufacturer narrative:
Corrected data: relevant patient code added to h6.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the main board was found to be no longer operational as a result of a normal wear. The issue was found to be replicated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a motor rate error. There were no reported adverse events. There was no patient present at the time of the event.